Manufacturer narrative:
The manufacturing records for the batch have been reviewed and no issues or discrepancies were found. The record review confirms that the device met all material, assembly, and performance specifications. Product analysis can not verify the reported event. The stent delivery system was visually, tactilely and microscopically examined along the entire length of the shaft and no defects or anomalies were found. The stent was received separate and was visually, tactilely and microscopically examined and found no blood or tissue, but contrast was visible. The entire stent was stretched and damaged. Because there is no evidence of specification non-conformances related to the complaint device, the most probable root cause is considered operational context.

Event description:
This complaint is now reportable based on the analysis completed in (2009). It was reported that during a coronary drug eluting stenting procedure, the stent could not cross the lesion. The physician used a 3.0x20mm balloon to pre-dilate the target lesion in the distal right coronary artery. The lesion was 75% stenosed after pre-dilation. The stent would not cross through the target lesion. The physician took the stent out and stopped the procedure. No pt injuries or complications were reported, however the returned product confirmed that there was stent damage.